Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility or having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality-safety evaluation of ptc was received. Company causality comment: this spontaneous physician report, received via health authority, refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced allergy to jewellery (seen as nickel allergy). Removal of essure was being planned. Nickel allergy, serious due to medical significance, is anticipated in the reference safety information of essure. The essure insert consists of a nickel-titanium alloy and allergic reactions to essure can occur, mostly consisting of sensitivity to nickel. Based on the nature of the event, therefore, a causality of essure cannot be excluded (related). Numerous events of systemic nature, non-serious, were additionally reported. This case was regarded as incident since device removal will be required. A product technical analysis based on the lot number resulted in an unconfirmed quality defect. No further information will be available, because health authority does not allow active follow-up.

Event description:
This case was reported via regulatory authority (B)(6) ((B)(4)) on 24-feb-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to jewellery") in a female patient who received essure (batch no. 731809). The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. In (B)(6) 2010, the patient experienced allergy to metals (seriousness criteria medically significant and clinically significant/intervention required), fatigue ("I am always very tired, even exhausted"), musculoskeletal pain ("pain in bones and muscles"), hot flush ("I sometimes have hot flushes"), feeling cold ("I sometimes have cold in the bones"), abdominal pain upper ("I sometimes have stomach cramps"), vitamin d decreased ("I always have a lack of vitamin d"), fibromyalgia ("declared fibromyalgia"), erythema ("an enormous red spot on the thigh, "followed in poitiers""), weight increased ("weight gain"), hypoacusis ("reduction in hearing and sight") and visual impairment ("reduction in hearing and sight"). The patient will be treated with surgery (steps underway for removal of essure). Essure treatment was not changed. At the time of the report, the allergy to metals, fatigue, musculoskeletal pain, hot flush, feeling cold, abdominal pain upper, vitamin d decreased, fibromyalgia, erythema, weight increased, hypoacusis and visual impairment outcome was unknown. The reporter provided no causality assessment for allergy to metals, fatigue, musculoskeletal pain, hot flush, feeling cold, abdominal pain upper, vitamin d decreased, fibromyalgia, erythema, weight increased, hypoacusis and visual impairment with essure. Company causality comment: this medically confirmed spontaneous case report received via regulatory authority refers to a female patient who had essure (fallopian tube occlusion insert) inserted and she had allergy to jewellery(seen as nickel allergy). Steps underway for removal of essure. The reported event is serious due to medical importance and anticipated in the reference safety information for essure. For patient's nickel allergy a causal relationship with essure cannot be excluded; given devices composition (essure insert consists of a nickel-titanium alloy which may cause allergic reactions). This case is regarded as incident since device removal will be required. The product technical analysis has been sought. No further information will be available, because health authority does not allow active follow-up.